Event description:
While the pt was receiving uneventful continuous venovenous hemofiltration since (B)(6) 2010, over the course of two mins, the prismaflex exhibited multiple consecutive alarms. The machine was powered off for two mins and then powered back on. When the nurse powered the prismaflex back on, "blood detected in set" and "air in blood" alarms were generated. At this point the nurse was unable to continue. The screen did not respond and the nurse reported "the screen was frozen". The nurse elected not to manually return the blood in the circuit, resulting in an approximate 165 ml blood loss. The pt's hemodynamic status was described as unchanged. The pt was transfused three units of rbc - leukocytes reduced irradiated.

Manufacturer narrative:
A gambro technical service rep inspected the prismaflex machine. He could not reproduce the problems reported and found the prismaflex to be operating according to the manufacturer's specification. The prismaflex was returned to service. If an alarm occurs while the screen is frozen, the safety systems will set the machine in pt safe state. In the later prismaflex software versions sw version 4.00/5.10, improvements were made to address the cause of the frozen screen. The software version 4.00/5.10 is pending FDA approval, k083775, (B)(4).